Event description:
It was reported the 3d9-3v transducer associated with the epiq elite ultrasound system at the customer site had a physically damaged membrane resulting in a compromised seal allowing liquid to enter. There was no reported patient nor user harm associated with this complaint. A qualified field service engineer replaced the transducer to resolve the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.